Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump primary line was infusing mannitol at 199ml/hr during therapy when it had two upstream occlusion alarms. The pump was turned off and then back on and the alarm resolved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.